Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a low bg (blood glucose) resulting in a loss of consciousness. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod. Symptoms reported include disorientation and being incoherent. The patient reports being given glucose by their significant other to raise the bg levels. Patient reported they had taken an injection of 20 units of lantus (long-acting insulin) prior to hypoglycemia episode and while also wearing the pod.